Manufacturer narrative:
The investigation was based on the information reported in the medwatch report submitted by the user. Further information about the event and the suspected expiratory valves were requested, but have not been provided by the customer. As there was no further information regarding the reported defect of the expiratory valve diaphragm, no detailed analysis could be performed. Any defect of the expiratory valve affecting its functionality will be detected and alarmed for during the mandatory pre-use device-check. In case the test is not performed by the user, the device will visually and audibly alarm regarding tidal volume and respiratory rate when no breaths are delivered. No medical device reports have been submitted in relation to the same problem within the past 2 years.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported via user medwatch that "upon arrival the ventilator was attached to the patient and not delivering any breaths. The ventilator sounded like the expiratory valve was sticking. The patient was manually ventilated with ambu bag. Attempted to replace expiratory limb for the circuit, expiratory valve, and flow sensor. The problem reoccurred. The device was removed from service and patient placed on a new device. Upon inspection, the expiratory valve diaphragm appeared to have a defect. Our additional inventory was pulled for analysis." There was no injury to the patient.